Event description:
Shunt would not reprogram. Valve was set at 5 cm h2o and failed to readjust at 20 cm h2o. Did not replace device. Patient no longer needed a shunt. Used for tumor; radiation therapy helped reduce the size of the tumor. Shunt functioned as intended until it was no longer needed; not able to turn the pressure of valve all the way up and turn it off. This issue required surgery to remove the shunt. If device would have shut off it would have been left in place. Removal procedure went well, patient is recovering well.

Manufacturer narrative:
Device will be forwarded to MFR for eval.